Manufacturer narrative:
(B)(4).

Event description:
It was reported, "part of the dilator broke off inside the patient during uncomplicated central venous catheter insertion." The fragment was left in the patient. The patient was in the ICU and has not shown any additional symptoms. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. The lidstock was returned. Visual analysis revealed that a portion of the dilator tip was separated. The separated portion of the dilator tip was not returned for investigation. No widening, stretching, or evidence of significant plastic deformation was identified. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges. The separation edges were jagged and serrated in nature which may be indicative of tearing during use. No other defects or anomalies were observed. The dilator length measured from the distal end of the dilator hub to the distal tip was 3 15/16", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.037", which is within the specification limits of 0.036"-0.038" per the dilator product drawing. A lab inventory guide wire was inserted through the dilator. Despite the damage to the dilator tip, the guide wire was able to pass with little to no difficulty. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d engineering and manufacturing were consulted regarding this investigation. Both the r & d and manufacturing teams confirmed that they have not seen this type of damage presented on a dilator before. The manufacturing team stated that the damage observed does not appear consistent with any damage that could occur during the manufacturing process. Additionally, since the damage was encountered during use, it is unlikely that the dilator had this damage prior to opening the kit. The dilator revealed serrated or jagged edges at the point of separation which may be indicative of tearing during use, however no additional information was provided from the customer regarding exactly how or when the damage occurred. Therefore, based on the customer report, damage observed, and consultation from r & d and manufacturing, the root cause of this event cannot be determined at this time. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was separated. The separated portion of the dilator tip was not returned for investigation. No widening, stretching, or evidence of significant plastic deformation was identified. Microscopic examination confirmed the damage and revealed white stress marks along the separation edges. The separation edges were jagged and serrated in nature which may be indicative of tearing during use. Despite the damage, all relevant dimensional and functional requirements were met. A device history record review did not reveal any relevant findings. R & d and manufacturing were consulted regarding this investigation and confirmed that they have not seen this type of damage presented on a dilator before. The manufacturing team stated that the damage observed does not appear consistent with any damage that could occur during the manufacturing process. Additionally, since the damage was encountered during use, it is unlikely that the dilator had this damage prior to opening the kit. The dilator revealed serrated or jagged edges at the point of separation which may be indicative of tearing during use, however no additional information was provided from the customer regarding exactly how or when the damage occurred. Therefore, based on the customer report, damage observed, and consultation from r & d and manufacturing, the root cause of this event cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "part of the dilator broke off inside the patient during uncomplicated central venous catheter insertion." The fragment was left in the patient. The patient was in the ICU and has not shown any additional symptoms. The patient's current condition is unknown at this time.